Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums are being damaged and during their recent dental check up the dentist informed them that they are developing gingivitis and after discussion and learning the patient had been wear retainers for an extended amount of time over 6 mo. Recommended that they stop wearing them as they could be contributing the gingivitis.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.